Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The 3mensio report was provided and calcification was observed at the annulus. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. A risk assessment was performed on the reported event and reveal no evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. The complaints for balloon burst and difficulty or inability to withdraw system through sheath were unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, "valve was fully deployed in a moderately calcified annulus when the valve balloon ruptured." Additionally, the provided imagery revealed that calcification was present in the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Since no product non-conformance or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.

Manufacturer narrative:
This is one of two manufacturer report being submitted for this case. Please reference related manufacturer report no: (B)(4). Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, a 26mm sapien 3 ultra valve was fully deployed in a moderately calcified annulus when the valve balloon ruptured. There was difficulty pulling the balloon /delivery system back into the sheath. It was decided that the delivery system should be removed as one unit. The procedure was completed with no injury to the patient.

Manufacturer narrative:
This is one of two manufacturer report being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04607 (MDR# 2022-03848-01).